Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer did not recall the blood glucose reading. He stated that he went to dinner and decided on a meal, bolusing for that meal; however, he changed his mind about the meal he was going to eat but still bolused for the previously chosen meal. He stated that he felt his blood glucose going low, so he treated with soda. He fell and dislocated his shoulder before being transported to the emergency room for low blood glucose. He was hospitalized for 5 days and was wearing the insulin pump at the time of the event. He declined troubleshooting assistance for the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.